Manufacturer narrative:
UDI: (B)(4). A manufacturing record evaluation was performed for the finished device [u1910106] number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during shoulder arthroscopy procedure, it was observed that the metal plate on the electrode detached intraoperatively but could be removed in the same operation. There was a delay of about two minutes. The surgery was completed with a new vapr electrode tripolar. There were no patient consequences. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: method codes: a manufacturing record evaluation was performed for the finished device [u1910106] number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that while the electrode (228146) was under use, the surgeon noticed that the tip was missing. S/he searched for the tip arthroscopically, but it was not found. Currently the patient is hospitalized. The device was received and evaluated. Visual inspection revealed that the white ceramic tip is broken and presented signs of activation. There was no visual damage to the cable, the connector and the shaft. Therefore, the device was sent to the supplier for further evaluation. Supplier evaluation result for vapr coolpulse90 electrode: the device has not been returned in its original packaging. The active tip is in a used condition, with evidence of debris on and in the active tip. Also, it was not retained and could be removed. One of the corners of the ceramic has broken off and the missing section not returned; the remaining section of ceramic has evidence of contact marks (black marks on surface). The heatshrink insulation is marked/roughed at the distal end. Surgical residue visible in suction tube. There are not visible damage to the device shaft, handle, cable or plug. The electrical and functional test were not performed, due to the damage in the device. Supplier summary: the device has been returned with the cut return cap detached from the ceramic. The cut return cap was returned along with the device. There is no damage or clear evidence of the device being subjected to excess forces. Inspection of the ceramic reveals the glue is localized at the proximal end of the ceramic. The return cap is blacked on the outside surface and stained on the internal surface. The one corner of the cap is slightly splayed which could have become a catch point on the cannula during insertion/removal of the device. The cap shows two scratch marks at this point on the outer surface. To investigate the issue further, the device was evaluated by the process engineering department who confirmed that no manufacturing defect was found which could have contributed to the failure mode. The product evaluation photographs show unusual pitting of the cut return is evident. This may indicate reverse fire-up, where the cut return cap is partially buried in tissue and, because of the reduced exposed area, fire-up occurs on the return rather than the active tip. Previous testing on animal tissue has found that this can cause cut return detachment. A further review of the complaint by technical authority determined the active tip hasn't been used and the cap is burnt. Which can be caused by the surgeon using the device the wrong way around. A manufacturing record evaluation was performed for the finished device [u1910106] number, and no non-conformances were identified. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.